Event description:
It was reported that the patient implanted with this pacemaker experienced syncope. This device remains in service and will continue to be monitored. No additional adverse patient effects were reported.